Manufacturer narrative:
The insulin pump had no button error alarm and no button response due to corroded keypad traces. No moisture damage inside pump noted.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 170 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.